Manufacturer narrative:
Please refer to the attached files.

Event description:
Noise was reported relative to the subject atrial lead. Reportedly, after implanting successfully the ventricular lead, the subject atrial lead was attempted to be implanted in the right atrial appendage. While testing with a psa, lead tests were unable to be performed with a psa due to noise. Due to this, another petite lead was attempted to be implanted, however in this case the same issue was observed, no tests could be performed due noise. For this lead the atrial sensitivity was changed from 1.0 mv to 2.0 mv; then, no noise was observed. As the lead measurements were satisfactory, it was decided to fix this lead to at this site in the right atrial appendage. After successfully testing again the ventricular lead, the second atrial lead dislodged. Another atrial lead was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Noise was reported relative to the subject atrial lead. Reportedly, after implanting successfully the ventricular lead, the subject atrial lead was attempted to be implanted in the right atrial appendage. While testing with a psa, lead tests were unable to be performed with a psa due to noise. Due to this, another petite lead was attempted to be implanted, however in this case the same issue was observed, no tests could be performed due noise. For this lead the atrial sensitivity was changed from 1.0 mv to 2.0 mv; then, no noise was observed. As the lead measurements were satisfactory, it was decided to fix this lead to at this site in the right atrial appendage. After successfully testing again the ventricular lead, the second atrial lead dislodged. Another atrial lead was implanted.